Manufacturer narrative:
(B)(4). Concomitant medical products: 195757, vgxp xp inlk pri tib tray 75mm, 998120, 195814, vgxp xp e1 tib brg ll 9x71, 878920, 195923, vgxp intlk femoral lt 67.5, 238340. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02162, 0001825034 - 2018 - 02163, 0001825034 - 2018 - 02161. Product location unknown.

Event description:
It was reported that the patient had a knee implant and mentioned extreme pain, problems walking, difficulty performing usual activities, pain standing up, and moderate difficulty walking downstairs during the six month follow-up visit. The patient also mentioned problems walking, difficulty performing usual activities, moderate pain, moderate trouble washing/drying, severe pain after a 5-15 minute walk, and moderate difficulty walking downstairs during the one year follow-up visit. Attempts have been made and additional information on the reported event is unavailable.